Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, connection socket is clean, broken and cannot be connected. The customer error description could not be confirmed. Output socket is deformed and must be replaced, also, due to expired life expectancy of lamp, the light is poor, and the xenon lamp is not original olympus. There were traces of corrosion on the base and deposits on the tube. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited an e300 code error and image blackout (no image). The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.